Manufacturer narrative:
Conclusion statement: there was no device failure. Product was manufactured and sold by dow corning wright, the assests of which were purchased by wright medical technology, inc.